Event description:
On (B)(6) 2011, patient reported it takes more than 50 units to fully prime the infusion set and that she believes this has caused elevated blood glucose. Normal blood glucose is under 250 mg/dl, and blood glucose was in the 400-500 mg/dl range over the previous 3 days. She corrected hyperglycemia using the infusion device. Infusion headset is changed every 3-4 days and the tubing and insulin cartridge are changed every 10 days. Patient was advised on manufacturer recommendations. There were no air bubbles in the system, and insulin reaches room temperature before the cartridge is filled. Infusion sites are rotated on abdomen, and patient does have scarring. No lifestyle changes were reported. Patient provided follow-up on (B)(6) 2011 and reported the concern with the infusion device piston rod persisted. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.